Manufacturer narrative:
The product was not returned for an evaluation. The product identity could not be confirmed as a result of the part not being returned and the lot number being unknown. However, a root cause was identified upon evaluation of the complaint file. According to the complaint evaluation, the revision is being scheduled to implant a custom tmj product in the area of the current implants; therefore the complaint is considered confirmed. The surgeon stated that the revision is due to pain which is a patient condition and not related to the implant. The most-likely underlying cause of the complaint was determined to be patient condition. According to the evaluation, there are no indications of manufacturing defects. This is supplemental report one of two for the same event, report two of two is reported on MFR # 0001032347-2016-00636-1.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. The product remains implanted in the patient and therefore will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00636.

Event description:
It is reported that a revision involving a stock temporomandibular joint (tmj) zimmer biomet implant may take place on (B)(6) 2016 due to pain. It is reported that custom tmj implants were ordered for the possible revision. It is reported that the surgeon's choice to perform the revision is not related to the currently implanted zimmer biomet implant. It is unconfirmed whether the existing implants will be removed. It is unconfirmed if the plates and screws that are currently implanted are zimmer biomet products. According to the design input form filled out by the surgeon, the surgeon will not be explanting/ revising any zimmer biomet products. It is confirmed that the new patient matched tmj (tmjpm) implant can be placed over the existing plates. It is reported that based on the scans provided, the fractures appear to be healed and there does not appear to be any loose or fractured/ broken implants.